Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that srawer was failed. The field service engineer found med bag jammed between the two drawers. Shutdown station and removed obstruction. Reboot. Drawer recovery success thereafter. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. Customer mentioned that the drawers are closed but station is prompting them to close the drawers and they are unable to access the drawer, resulting in a delay. There were no adverse events or injuries reported based on this event.